Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the cause of the phenomenon was a failure of the printed circuit (ex) board, resulting in a b30 error. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to a defective printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that during preparation for a diagnostic laryngoscopy examination, the video system center, while being used in combination with the video therapeutic rhinolaryngosco, presented with a b30 communication error and no image on the display. The intended procedure was completed successfully with a similar device. There were no reports of patient harm associated with this event.